Manufacturer narrative:
Results: the embolization coil of the smart coil was intact with the pusher assembly and had offset coil winds. Conclusion: evaluation of the returned devices revealed that the smart coil embolization coils had offset coil winds. If the introducer sheath is not properly seated inside the microcatheter hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01561.

Event description:
The patient was undergoing a coil embolization procedure to treat a facial arteriovenous malformation (avm) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and into the hub of a non-penumbra balloon catheter. Therefore, the introducer sheaths containing the smart coils were removed and the procedure was completed using another smart coil with no further issues. There was no report of an adverse effect to the patient.